Event description:
Lab staff questioned discrepancies between morning chemistry results and previous results for multiple patients throughout the facility. An investigation discovered that there was a calibration issue with the cobas 6000 machine in the lab. The cobas machine is new. All nursing staffs in the facility were notified that there was a problem with the morning lab results. The physicians caring for those patients were contacted. The calibration was incorrect on the cobas 6000. It is unknown why the morning results were incorrectly calibrated but the ones performed earlier that day and the day before were not affected. The instrument software was re-loaded onto the cobas 6000, which resolved the issue. This is a new machine, implemented without difficulty and had no prior operational issues. Roche (manufacturer) was notified on the day of the event. We have had no further issues with the device.this particular patient had a sodium level result of 130 meq/dl. The doctor ordered a 3% saline rider but the patient was off the unit in an ancillary department at the time. Staff had been notified of the lab device calibration issue. The doctor cancelled the saline rider and ordered a re-draw, which showed the sodium level was 138 meq/dl. The patient was not harmed by this event. An extra chemistry panel was drawn to verify the actual sodium level.======================manufacturer response for lab analyzer, cobas 6000 (per site reporter).======================we are awaiting their response.